Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for additional information. Once the information has been received and investigation completed. A supplemental report will be submitted. Reference mdrs: 2029214-2020-00116. If information is provided in the future, a supplemental report will be issued.

Event description:
Guo y., zi w., wan y., zhang s., sun b. , shang x., ¿ li s. (2018). Leukoaraiosis severity and outcomes after mechanical thrombectomy with stent-retriever devices in acute ischemic stroke. J neuro intervent surg. 0:1¿5. Doi:10.1136/neurintsurg-2018-014018. Medtronic literature review of the above article that was a study to evaluate whether leukoaraiosis (la) severity is associated with outcome in acute stroke patients undergoing mechanical thrombectomy with stent-retriever devices found adverse events in the clinical outcome. The leukoaraiosis severity was separated into two groups: grade 0-2 was absent-to-moderate; grade 3-4 was severe. The multicenter retrospective study used data of consecutive patients from january 2014 to september 2017. All the patients chosen had diagnosis of acute ischemic stroke (ais), had large artery occlusion (lao), = (B)(6) years old, mrs score < 2, and undergoing mechanical thrombectomy (mt) with solitaire stent retriever. There were a total of 251 patients with mean age of 64.4 and 156 were male. There were 60 patients with mortality at 90-days (41 from la group 1, 19 from la group 2). There were 49 stroke-related deaths, 4 cardiac-related deaths, 4 deaths related to pulmonary disease, 2 deaths related to systemic bleeding, and 1 death with unknown cause. The study concluded that the severity of leukoaraiosis is independently associated with 90-day functional outcome in acute stroke patients undergoing mechanical thrombectomy with stent-retriever devices.